Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. During inspection and testing, service did find the adhesive on the bending section cover was chipped, the video connector and video connector case were cracked, and the rigid tube was twisted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that scope failure was indicated on the screen during an unspecified procedure. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.